Manufacturer narrative:
(B)(4). The customer refused to return a sample. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2267 (air in line) on the homechoice machine (hc), which occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) as the hp stated he was still connected to the machine. The tsr had the hp cycle power, disconnect, and remove the cassette to discard the supplies. The tsr explained the alarm and advised the hp to contact the nurse. The patient was involved, but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(6) 2011. The patient stated the following: he was unsure as to what caused the alarm and new supplies were used to clear the alarm. The customer refused to return a companion sample, but gave a lot number h11222037. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was not confirmed and the cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.